Manufacturer narrative:
H3, h6: ¿the reported device was received for evaluation. It was determined the device contributed to the reported event. No containment or corrective actions are recommended at this time. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the customer provided pictures identifies the unit and shows a quantum unit with a f4 fault displayed on the screen. Visual inspection of the rf12000, q2 controller s/n: (B)(6), the warranty seal is not broken and in its original condition; the manufacturing date of the controller is rev. Q ¿ 2018. No visible manufacturing anomalies were found; during functional evaluation the quantum 2 controller was powered-on and show the intended default settings; the test was performed by using a load box (p/n 19510), a foot pedal device (p/n 10863) and a test wand (p/n asha4830-01, lot #2044477); no output signal was measured; the fets q9/q10 show a low resistance which is an electrical component failure and the cause for the complaint; the complaint was confirmed and the root cause is associated with an electrical component failure. Factors, which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. ¿

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during shoulder surgery, an f4 alarm occurred while using the fa quantum 2 controller. The procedure was completed using a back-up device. A delay of 30 minutes or less was reported. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device was received for evaluation. It was determined the device contributed to the reported event. No containment or corrective actions are recommended at this time. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the customer provided pictures identifies the unit and shows a quantum unit with a f4 fault displayed on the screen. Visual inspection of the rf12000, q2 controller, the warranty seal is not broken and in its original condition; the manufacturing date of the controller is rev. Q ¿ 2018. No visible manufacturing anomalies were found; during functional evaluation the quantum 2 controller was powered-on and show the intended default settings; the test was performed by using a load box, a foot pedal device and a test wand; no output signal was measured; the fets q9/q10 show a low resistance which is an electrical component failure and the cause for the complaint; the complaint was confirmed and the root cause is associated with an electrical component failure. Factors, which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. Visual inspection of the customer provided pictures identifies the unit and shows a quantum unit with a f4 fault displayed on the screen. There was a relationship found between the subject device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component.